Event description:
It was reported that the patient presented for suspected abnormal device function. The presenting rhythm showed right ventricular (rv) pacing with r-waves falling before, and after the pacing spikes. A high rv threshold was also observed. It was further reported that the lead would not capture at maximum output, and the patient had experienced diaphragmatic stimulation. There were indications that the rv lead had likely dislodged. The lead was reprogrammed to the highest setting, and subsequently revised. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.